Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cause for the failure was isolated to a broken cable connecting the distribution node "dn" and the rear therapy electrode. The root cause for the broken cable was excessive force.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.